Event description:
It was reported that this pacemaker system exhibited a high, out-of-range right ventricular (rv) pacing lead impedance (pli) measurements measuring, 2013 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted the pli have been gradually rising. At implant, pli measured mid 400 range. Technical services discussed possible causes and provided programming options. The patient was evaluated in the clinic and there was no noise with isometrics. The device was re-programmed to a split configuration. At this time, the lead remains in service. No adverse patient effects were reported.